Event description:
The pt called lifescan and alleged the one touch fastake meter would not power on. The medical affairs specialist unsuccessfully attempted to contact the pt to confirm the info. A couple to days later the pt fell dizzy and lightheaded. At the hosp where they works they visited their endocrinologist and the reading on an unknown meter was 178 mg/dl. The pt was sent to the ER for intravenous treatment. (Treatment unknown) there is no indication the pt attempted to use the meter that day. The customer care representative [performed troubleshooting and the meter did not power on with test strip insertion or pressing the power button. Based on the info obtained there is indication the product malfunctioned due to the power issue, however insufficient info to indicate this led to a serious injury. There were a couple of days between readings and no symptoms or treatment reported on the day the meter would not power on . Product malfunction. The meter and test strips were replaced and return expected. Letter sent.